Manufacturer narrative:
An event regarding an intraoperative size/fit issue involving an hmrs wedge was reported. The event was confirmed. Method & results: device evaluation and results: visual and dimensional inspection of the returned device identifies that the damage noted would indicate that it was most likely incorrectly seated onto the tibial component with subsequent force used to attempt finish seating the device onto the tibial component. Medical records received and evaluation: not performed as no medical information was provided and the reported event was an intra-operative issue and no adverse consequences to the patient were reported. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other similar events for the reported lot. Conclusions: inspection of the returned device identifies that the damage noted would indicate that it was most likely incorrectly seated onto the tibial component with subsequent force used to attempt finish seating the device onto the tibial component. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the hmrs wedge (lot: ldz160) could not be inserted with tibial component in the medical procedure. Spare wedge (lot: lec808) was used instead and the procedure was completed.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the hmrs wedge (lot: ldz160) could not be inserted with tibial component in the medical procedure. Spare wedge (lot: lec808) was used instead and the procedure was completed.